Event description:
The physician reported the detachable coil and introducer sheath were removed from the dispenser coil. The proximal section of the delivery wire was inspected for irregularities and none were found. The twist-lock mechanism was unlocked, and the coil advanced through the introducer sheath. The physician reportedly inserted the tapered distal end of the introducer sheath through the rotating hemostatis valve into the catheter. While reportedly trying to advance the coil out of the introducer sheath into the catheter, the physician felt resistance. The introducer sheath and the coil were removed. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints within the batch number was completed and there were no other complaints associated with this batch. A review of similar complaints across the product family was completed for the last 15 months. While similar complaints have been rec'd a review of the trends and numbers do not currently indicate an adverse trend. Additional info has been requested from the hosp, and as of today no response has been rec'd. The returned unit was visually and dimensionally inspected on its return. The coil was found to be extensively stretched and the pusher wire was kinked in several locations. There was also a hardened substance noted on the distal end of the coil. The coil was sent out for analysis at a third party laboratory facility. Per results from the report "the spectrum is typical of a "natural" amide based materials e.g. Proteins and polypeptides." These are not used during the manufacture of the coil and therefore, were introduced during the procedure. Per the complaint description, the coil and introducer sheath were removed from the dispenser coil and the proximal section of the wire was inspected and no irregularities were detected. The twist lock mechanism of the introducer sheath was unlocked and the coil moved freely in the introducer sheath. The introducer sheath was inserted through a rotating hemostatic valve (rhv) into a catheter and the coil advanced. Reportedly, when the physician was advancing the coil out of the introducer sheath into the catheter, resistance was felt. As the coil moved freely in the introducer prior to being inserted through the rhv and into the catheter, this indicates that the biological material present on the coil upon its return to boston scientific, was not present on the coil initially, as friction would have been felt by the physician when the coil was advanced or retracted in its introducer sheath. Based on the complaint description. "Twist-lock mechanism on the introducer sheath was unlocked and coil moved freely within the introudcer sheath." The coil therefore, was most likely contaminated while being inserted through the rhv into the catheter. Info to determine if the catheter was used to dispense any substance prior to the coil was requested, but no response has been rec'd as of yet. If the catheter was used to dispense any substance prior to the coil, this would account for the contamination on the distal tip of the coil, and also for the resistance felt while advancing the coil through the hub as the contamination would have prevented the coil from being advanced through the shaft of the catheter. Based on the limited info provided, and analysis of the device, what caused the coil to become stretched remains unknown. However, the most likely cause of the coil stretch is retraction after the device has been introduced to the biological material. As the coil was retracted from the catheter's rhv, the biological material on the coil would have caused friction as the coil was retracted, as a greater force would need to be applied to retract the coil. Nevertheless as the introducer sheath was not returned with the unit, it was not possible to confirm this definitively as the cause, or to confirm the user's complaint. Therefore, the cause of the event remains unknown. If any further significant info is provided by the hosp, boston scientific will submit a supplemental report. Until such time add'l info is rec'd, boston scientific will consider this matter closed.